Event description:
The hosp reported towards the end of a endoscopic vein harvesting procedure, staff noticed that the conical dissection tip broke inside the leg and shattered into numerous pieces. The hosp mentioned that no force was used in the device to create this type of failure. The procedure was completed with the same device, so a replacement kit was not needed. The pieces were retrieved through the original incision. The hosp did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.